Event description:
It was reported that the insulin pump had a blank display and it would not turn on for almost an hour after a new battery was inserted. The blood glucose reading was 134 mg/dl. The customer's grandmother stated that the device was working at the time of the call and she would prefer not to remove the battery cap. Advised replacement of the battery cap. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.